Manufacturer narrative:
The inspection by the repair department confirmed that the actual product was leaking ultrasonic media. The ultrasonic media leakage caused the image function not to function properly and "no ultrasonic image" occurred. A definitive root cause of the reported phenomenon cannot be conclusively identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): ¦insertion of the ultrasonic probe through an endoscope(caution) ¿do not force the instrument if resistance to insertion is encountered. Reduce the angulation of the endoscope until the probe passes smoothly. Forcing the ultrasonic probe could damage the ultrasonic probe and/or endoscope. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that the subject device during the device evaluation was found with the ultrasound media leakage and ultrasound media leak at the tip of the insertion. There were no reports of patient involvement.